Event description:
The colored connectors (blue and clear) for the tracheal and the bronchial lumens are reversed. The bronchocath was used on a pt but the problem was noted immediately and the pt was extubated and reintubated with a like tube. There was no pt harm. After the reintubation the procedure continued without incident.